Event description:
0.018 guide wire broke while being removed from introducer. End of wire was positioned in an abscess. Piece of broken wire remained in subcutaneous fat of pts r buttocks requiring surgical intervention for retrieval.